Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they were hospitalized due to high blood glucose, potassium issues and a minor heart attack on (B)(6) 2018 with blood glucose of 600 mg/dl. The customer was treated with fluids, potassium, insulin drip. The insulin pump will not be returned for analysis